Event description:
It was reported that the lead exhibited poor sensing after pocket was closed. The pocket was re-opened and the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.